Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered the shock to the pt. Upon delivery of the shock to the pt, the clinician observed arcing from the electrodes. After delivery of the shock, the device was unable to obtain an ECG signal via electrodes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes involved were disposed of.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.